Event description:
There was a water leakage on chiller 1. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The chiller with water leakage was replaced and the laser restarted to work without problem. We are unaware about delay on treatment or patient injury.